Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This event was reported to abbott by a german legal entity. This device was explanted due to the premature battery depletion advisory of 2016. The product has not returned to abbott for analysis. No further information regarding the return of the product or any alleged malfunction is available.